Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect event. A specific cause for this event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest and patient outcome could not be conclusively established through this evaluation. The submitted controller event log file captured a driveline disconnect on 30may2023 at 01:03:44, resulting in a pump stop with associated driveline disconnect, lvad off, and low flow alarms. The driveline was reconnected the same day at 05:45:52, and the pump ramped back up to the set speed without issue. The controller was disconnected from external power at 06:44:20, followed by a driveline disconnect at 06:52:51 and a controller shutdown at 06:56:57. The system appeared to operate as intended. Additionally, during the investigation it was noted that the controller event log file captured low flow hazard alarms following the driveline reconnection, as well as a transient increase in flow and motor power up to up to 11.8 lpm and 6.4 watts, respectively. Based on complaint history and similarly reported events, the captured findings are potentially consistent with some material, such as a thrombus, being ingested into the pump and contacting the rotor; however, a specific cause for the low flow alarms and transient power/flow increase cannot conclusively be determined through this evaluation. It was reported that the patient expired due to cardiac arrest on (B)(6) 2023. The events leading up to the death are unknown. The device reportedly operated as expected, and the patient¿s outcome was not considered to be device related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists pump thrombosis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor,¿ describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ the patient handbook also explains that the pump cannot run without power. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. This section outlines indications of pump thrombosis, as well as how to respond to such events. Additionally, this section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-03616.

Event description:
It was reported that patient passed away. The events leading up to death were unclear. Log files were submitted for evaluation. The patient was having low flow, driveline disconnect, pump off, and replace backup battery alarms. Log file review showed data from (B)(6) 2023. The data indicated that the patient had not connected to power module/mpu power during this history. This indicated the patient was sleeping on battery power. On (B)(6) 2023, at 23:58:20, a backup battery fault was recorded. This event appears to have occurred after the system controller attempted a load test. The data indicated that several power source exchanges were made from batteries that were charged at different power levels. On (B)(6) 2023 at 1:03:44, a driveline disconnect event was recorded. Motor speeds was reduced to 0 rpms. A backup battery fault was active. (B)(6) 2023 at 5:45:58, the data indicated that the driveline was then reconnected to this system controller. Pump speed was returned to the set speed of 5400 rpms. A backup battery fault was still active. On (B)(6) 2023 at 6:52:51, another driveline disconnect event was recorded. Motor speeds is reduced to 0 rpms. On (B)(6) 2023 at 6:52:51, external power was removed from the system controller. On (B)(6) 2023 at 6:56:57, a system controller shutdown sequence was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.